Event description:
It was reported that a button on the customer's insulin pump was not responding. No significant events leading to the issue were recalled. Customer's blood glucose was 165 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. The insulin pump has minor scratches to lcd window, cracked case near lcd window corners, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.